Manufacturer narrative:
The explanted device was returned assembled. The sealed inflow conduit, sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were not returned. No depositions were identified upon disassembly of the returned device. The pump was returned with the percutaneous lead (lead) severed approximately 11 inches from the pump housing, and the severed portion of the lead was also returned. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. No damage to the outer jacket, bionate, or metal shielding layers of the lead was observed. Visual inspection identified a breach in the insulation of the yellow wire approximately 4 inches from the pump housing. The damage appeared to be consistent with abrasion due to repetitive movement of the wire at this location. As a result of the insulation breach, the underlying yellow wire conductor was exposed. The reported reductions in pump speed and pump stoppages would have occurred as a result of the exposed conductors of the yellow wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the system controller alarmed with a red heart alarm while the patient was sleeping. The patient was asymptomatic. The next day a pump stoppage alarm was confirmed on the system controller history. The system controller and power module patient cable were exchanged and the patient was discharged. On (B)(6) 2016, the patient was readmitted for safety and while in the hospital. When the power module was connected to a wall outlet a pump speed deceleration occurred. The patient was discharged again; however, on (B)(6) 2016, a pump stoppage alarm occurred and the patient was readmitted again. On (B)(6) 2016, the patient underwent a pump exchange. No additional information was provided.